Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed an abnormal restart event preceded by a total power failure alarm. During the device evaluation, an internal battery degraded alarm was displayed. The evaluation determined that the device events were most likely due to a battery failure. The internal battery was replaced to resolve this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.